Manufacturer narrative:
(B)(4).

Event description:
It was reported after inserting the sheath into the patient, the user attempted to insert a guiding catheter into the sheath, but felt a resistance and could not. The user removed the sheath from the patient and attempted to insert the guiding catheter into it, but could not as well. Therefore, a new kit was used instead.

Event description:
It was reported after inserting the sheath into the patient, the user attempted to insert a guiding catheter into the sheath, but felt a resistance and could not. The user removed the sheath from the patient and attempted to insert the guiding catheter into it, but could not as well. Therefore, a new kit was used instead.

Manufacturer narrative:
Qn# (B)(4). The customer returned one, opened cath-lab sheath kit for analysis. It was noted that neither the dilator nor the non-arrow catheter were returned. Signs of use were observed on the returned sheath. Visual analysis revealed that the sheath body was kinked around the middle of the extrusion. No other defects or anomalies were observed. Visual analysis could not be performed on the non-arrow sheath involved with this complaint as it was not returned for analysis. The kink on the sheath measured 11 3/8" from the distal tip. The sheath length from the hub to the distal tip measured 17 17/18", which is within the specification limits of 17 1/8"-18 1/8" per the sheath product drawing. The sheath outer diameter measured .139", which is within the specification limits of .136"-.140" per the wrapped extrusion product drawing. The sheath inner diameter at the distal tip measured .108", which is within the specification limits of .108"-.110" per the sheath product drawing. A lab inventory 8fr catheter was inserted through the returned catheter. Major resistance was encountered at the kinking on the sheath. Therefore, it can be assumed that this kink also contributed to the resistance that was reported by the customer. Functional analysis could not be performed on the non-arrow catheter involved with this complaint as it was not returned for analysis. Performed per IFU statement, "introduce tip of desired device through hemostasis valve and advance through sheath into vessel to desired position". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not withdraw dilator until sheath is well within vessel to minimize the risk of sheath tip damage". The IFU also states, "do not withdraw dilator until sheath is well within vessel to minimize the risk of sheath tip damage". The IFU also states, "do not apply excessive force in removing guide wire or sheath/dilator. If withdrawal cannot be easily accomplished, determine cause using fluoroscopic guidance and request further consultation, if necessary". The report of sheath tight over non-arrow catheter was confirmed through complaint investigation. Visual analysis revealed that the sheath was kinked. Functional testing with a lab inventory catheter revealed that resistance was encountered at the location of the kinking. The intended use of this device includes a dilator advanced through the sheath during insertion to stabilize the sheath, however, the dilator was not returned by the customer. All relevant dimensional requirements were met, and a device history record review did not reveal any findings to suggest a manufacturing related cause. Based on the customer report that the defect was observed during use and the appearance of the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.